Event description:
A healthcare worker experienced a black and red discoloration with a red rash that was slightly swollen. The affected area was on her right inner wrist. It was reported that the area was irritated and itchy. This event occurred after working with cidex opa. The worker was treated with ultravate cream and her symptoms resolved within one week.